Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. The wife stated that the customer has begun to suffer from dementia, and has been experiencing more episodes low blood glucose levels. The customer felt that the insulin pump was not programmed correctly, but she did not have the correct settings with her. Advised to speak to his doctor to get correct settings, and call back for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.